Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Laparoscopically. What device was used for the proximal ec45a and distal ec45a transection? What color reload? Blue. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Triple staple with blue disposable anvil. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Audible and tactile. When the device was fired, where was the indicator within the green zone/gap setting scale? Half way thru. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, 2/3 of the way. What steps were taken to confirm successful anastomosis? Sigmoid scope, distal donut was torn. Did the operation change significantly as a result of the device issue? Added 5 extra minutes. What is the patient's age and sex? Female. Did a hcp other than the primary surgeon fire the instrument? Resident, (B)(6). Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the resident fired the device and upon opening, the device stuck and was not freeing from the anastomosis. The staple line was good and the anastomosis was intact. Another device was used to complete the procedure. No adverse consequences reported.